Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 479 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.